Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion, located in the mid right coronary artery (rca), was calcified and severely tortuous with a 99% stenosis. The physician attempted to predilate the lesion with a 1.3x10mm non-bsc balloon and a 2.5x10mm non-bsc balloon, but these balloon catheters both ruptured. The physician then ablated the lesion with a 1.50mm rotational device, and dilated the lesion with a quantum 3.0x15mm balloon. The physician attempted to pass the stent delivery system (sds) through the lesion immediately following predilatation, but it was unable to cross. When the physician attempted to remove the sds from inside the pt, he felt resistance and the stent caught on the distal tip of the guide catheter and it dislodged. The dislodged stent was removed from the pt with a goose neck snare. The procedure was completed with dilatation by a 3.25x15mm quantum balloon. There were no pt complications and the pt condition is listed as good.